Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 241 mg/dl. The blood glucose reading at the time of the event was 500 mg/dl to 600 mg/dl. Customer was vomiting. Customer was hospitalized for three days, treated with insulin drip and fluids. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.